Event description:
It was reported that the foley catheter balloon ruptured after 4 days of placement. The catheter was indwelled after operation and when abdominal pressure was suddenly applied, red urination was confirmed when applied. Since the patient was initially planned to remove the catheter on the day, the doctor removed it and found that the balloon was ruptured. Per follow up via ibc on 22jun2022, there were no missing pieces reported. The patient had hematuria before the catheter placement. However, it could not be confirmed as to whether or not the hematuria found on the event was due to the balloon rupture of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was confirmed and the cause was unknown. A potential root cause for this failure mode could be, ¿over inflation during use". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst." "Recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 15cc balloon: use 20ml sterile water 20cc balloon: use 25ml sterile water 30cc balloon: use 35ml sterile water 40cc balloon: use 45ml sterile water 75cc balloon: use 80ml sterile water do not exceed recommended capacities." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the foley catheter balloon ruptured after 4 days of placement. The catheter was indwelled after operation and when abdominal pressure was suddenly applied, red urination was confirmed when applied. Since the patient was initially planned to remove the catheter on the day, the doctor removed it and found that the balloon was ruptured. Per follow up via ibc on 22jun2022, there were no missing pieces reported. The patient had hematuria before the catheter placement. However, it could not be confirmed as to whether or not the hematuria found on the event was due to the balloon rupture of the catheter.